Manufacturer narrative:
Although the case is confounded by the suspected placenta accreta, based on the overall information currently available for this report, a possible contributing or causal role of the jada system for the need of escalating treatment (hysterectomy) to preclude permanent body damage/impairment cannot be excluded. Per the jada system IFU, "signs of patient deterioration or failure to improve indicate the need for reassessment and possibly more aggressive treatment and management of postpartum hemorrhage (pph)/abnormal postpartum uterine bleeding.", "evaluate for lacerations, retained products of conception, or other causes of bleeding prior to using jada." And "jada is not a substitute for surgical management and fluid resuscitation of life-threatening pph/abnormal postpartum uterine bleeding." Out of an abundance of caution, the company will report this case as a serious injury MDR.

Event description:
The patient in this case is described as having a repeat cesarean section (c-section), current pregnancy involves placenta previa and multiples (twins). Her pph started on (B)(6)2021 within one hour after an emergency cesarean section delivery. The hcp suspects possible placenta accreta with this case, the pathology is not available. The patient received "multiple uterotonics and blood transfusion" prior to jada treatment. The amount of blood lost prior to jada treatment was 3500 ml, which is severe pph. The nurse present said that while there was minimal blood coming out after vacuum on, she felt that the uterus was rising. She said that when vacuum was turned off and cervical seal deflated, there was about a liter of blood that came out immediately. The patient was then treated with hysterectomy. The device for this case was discarded and the site reports that they do not record the lot numbers for jada. A good faith effort has been made to obtain this information.